Event description:
The clinician reported receiving a message to confirm patient information, when trying to view a transmission in the remote website; after they clicked confirm, nothing happened and the transmission could not be viewed. Therefore, technical support (ts) escalated the issue for further investigation and resolution, as it is a known issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.